Manufacturer narrative:
Button error alarm and intermittent act button response due to corroded keypad traces. Pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the buttons were unresponsive on the insulin pump. It was also found the customer received a button error alarm after a battery change. Customer was unable to clear the alarm. The customer's blood glucose was 140 mg/dl. The customer reported possible moisture exposure to sweat on the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.